Manufacturer narrative:
Despite attempts, this lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was placed but exhibited inadequate measurements. During an attempt to reposition the ra lead, the physician encountered issues rotating the helix. The ra lead was removed from the patient and tested with a stylet. With a curved stylet the helix wouldn't rotate and with a straight stylet it would. The ra lead was never in service. No adverse patient effects were reported.